Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing resulting in delivery of inappropriate shock therapy and high shock impedance measurements of 159 ohms. Review of the stored episode noted that the rhythm appeared to be a supraventricular tachycardia (svt), then the r-wave measurements dropped substantially in amplitude resulting in oversensing of t-waves. Additionally, a change in morphology was also observed in the middle of the episode. Boston scientific technical services (ts) discussed programming options. The programmed configuration was changed from alternate to primary and r-wave measurements were noted to be appropriate. Subsequently, an invasive procedure was performed. The electrode was repositioned more to the left of the sternum. Successful defibrillation threshold (dft) testing was performed and shock impedance measurements were noted to be 124 ohms. No additional adverse patient effects were reported. This product remains implanted and in service.